Event description:
This event has happened multiple times on multiple pts involving the verathon bladder scanner bvi 9400. Biomed and the company rep have both been contacted and have serviced the device, ensuring proper working order. Problems with the battery have been noted, and biomed/rep state that battery must be more than halfway charged to provide accurate results which is nearly impossible as each individual scan takes up a considerable amount of battery. Staff have been educated but device is not suitable for acute care needs. Battery was 75% charged when scan was taken. Volume appeared in the middle of the crosshairs and arrows flashed, indicating that reading was valid. Upon catheterization, over 1l of urine was removed from pt. Device continually gives low readings.